Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-07519. It was reported that the burr was stuck on rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink - plus and a rotawire were selected to treat the target lesion. During procedure, it was noticed that the burr stalled and stopped rotating. The device was then removed from the patient; however, it was further observed that the wire and burr were stuck and difficult to remove. The procedure was completed with another of the same burr. No patient complications were reported and the patient's status is good.